Manufacturer narrative:
User error: ¿the pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses apidra insulin within the pump supplies. Tandem technical support advised the customer against using apidra insulin as it is off label. Customer blood glucose level ranged from 200-300 mg/dl. The customer reverted to another pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified.